Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received sleeve shows significant traces of usage as evidenced by minor scratches and dents all over the body. The proximal area shows heavy scratches along with dents and the edges are also slightly worn-off. This is a clear indication of forcible use. A pre-surgical functional test was performed with the return device by using a sample target device. The sleeve was going smoothly in the target device until the proximal neck area from where it is heavily damaged. Hence the alleged issue was confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user related issue. The failure was caused by inappropriate handling of the device at the time of usage. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the sleeve for the recon lag screw did not be inserted smoothly into the hole of the target device. And when pulling it out, it is necessary to grab the sleeve with pliers and tap it out with a hammer. Since other sleeves can be inserted and pulled out, there seems to be no problem with the target device."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the sleeve for the recon lag screw did not be inserted smoothly into the hole of the target device. And when pulling it out, it is necessary to grab the sleeve with pliers and tap it out with a hammer. Since other sleeves can be inserted and pulled out, there seems to be no problem with the target device."